Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The initial complaint appeared to be a non-reportable occurrence. Once the sample was returned and evaluated it was determined that a reportable event had occurred. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a bent 3cg stylet was confirmed, with an additional complete break within the stylet tip. The cause was determined to be use related. The product returned for evaluation was a 3cg stylet assembly. The stylet contained a complete break within the polyimide magnet tip and the broken segment was measured to be approximately 1.9¿ in length. Microscopic examination of the fracture sites found that the tip near the fracture site of each end was sharply curled and contained kinks at each magnet interface. All magnets were present and accounted for. Further microscopic examination revealed tensile elongation of the polyimide tubing at the break site of the distal fragment. These features were characteristic of both a tensile and kink-related event. It is likely that either the stylet tip had extended beyond the tip of the catheter during stylet withdrawal or the catheter tip was kinked during the stylet withdrawal. Discontinuing stylet withdrawal when resistance is encountered will avoid this type of event. Withdraw both the stylet and catheter together as a unit if resistance is encountered during stylet withdrawal. A lot history review (lhr) of rebv1469 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the wire was bent at the end and needed to be removed from patient. No other information was provided. On 5/2/2018 - returned wire is bent and broken.